Event description:
Customer called to report the photoactivation tine was only 2 minutes. After instilling uvadex, instrument displayed alarm #8, blood leak? (Photoactivation chamber). Customer stated they took out the photoactivation plate and noted a crack in it. Treatment was aborted. Patient was rescheduled for treatment the next day. Service order (B)(4) dispatched for cleaning the instrument. No product was returned for investigation.

Manufacturer narrative:
Batch record review of lot b351 was conducted. There were no non conformances associated with this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected for any lot. Service order (B)(4) completed: service engineer cleaned blood spill from photoactivation chamber and ran system checkout procedure. The assessment is based on information available at the time of the investigation. No product was returned by customer for investigation; therefore, a definite root cause could be determined. (B)(4).